Event description:
A customer reported two incidents of a broken clamp on the 35" double offset bar. There was no report of pt injury or medical intervention associated with these incidents.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the clamp was broken. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at a zimmer facility. The agency's inspectional observation concerned the company's decision(s) not to submit certain mdrs for products specific to that zimmer facility. While a retrospective review of complaints for unreported mdrs was conducted immediately following the inspection at that facility, zimmer determined that such a review would be conducted at all zimmer facilities. As a result, zimmer osp completed its retrospective review and is now submitting this MDR.